Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier # UDI (and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented to the clinic a couple of weeks ago with his pump no longer working. It was determined that a new device would be the best course of action. The pump did not appear to have fluid in the bulb in the deflation position. The ipp was explanted and replaced. There were no patient complications.